Event description:
Ous MDR - about one month post implant, this lead dislodged and was explanted. Explant and event dates were not made available.

Manufacturer narrative:
Ous MDR - upon receipt the lead was subjected to visual and mechanical analysis. A stylet could not be properly introduced and advanced within the lead's lumen. This was due to deformations of the inner coil caused by rotation of the inner coil without an inserted stylet in the course of the lead explantation. The analysis of the lead showed that the insulation was intact. Furthermore, the electrical inspection did not show any deviations from the specifications. In particular, no lead fracture was seen. The deformation of the rv shock coil occurred, most likely during the surgery. The analysis did not reveal any sign of material mfg problem.